Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that after a sensor insertion by the nurse at the diabetic clinic, pt started experiencing bleeding at the insertion site when he got home. Since bleeding wouldn't stop, pt called paramedics and was taken to the emergency room where she rec'd stitches for treatment. Pt later stated that he is on blood thinners. At the time of his call to dexcom technical support, pt reports that site had been stitched and that she was doing fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.